Event description:
It was reported that when weight is on the actuator it will get half way up and then it will stop and fall about an inch down and then continues to go up an inch and down an inch. Provider states when there is no weight in the chair it will move slow but does not have this same problem (tdxsp-mcg power wheel chair).